Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, five years six months of post-deployment, the patient presented with bilateral flank pain. A computerized tomography-abdomen/pelvis without contrast showed that distal prongs extend through the wall of the inferior vena cava. Infrarenal inferior vena cava filter was in place. The vena cava was patent and normal in caliber. The filter was minimally tilted towards the posterior wall of the vena caval though the hook does not appear to contact the caval wall. The filter legs appeared to project outside the caval lumen. After, four months and four days later, inferior vena cava filter removal was scheduled. Access was gained via the right internal jugular vein. Multiple spot images of the filter were performed. Cavography was then performed. Attempts to remove the filter using a snare were unsuccessful due to tip embedment. The loop snare was created but cannot be fully deployed due to the failure of the snare device. At this point, without a functioning snare or forceps, then elected to terminate the procedure with the plan to reconvene on a later date using forceps and a 16 french sheath. After, three months and fifteen days, computerized tomography-abdomen/pelvis with contrast showed again a vena caval filter was noted and shows no change in position. The distal tip was caudal to the level of the renal veins. Around, one year two months later, 3 view lumbar spine series showed an inferior vena cava filter projects to the right of the l3 vertebral body. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc) and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted and embedded in wall of the inferior vena cava. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.